Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure could not reproduce the expected condition to be related to the customer reported complaint. For clarification, the instrument's jaws are manufactured to appear loose. This is their expected condition. Visual inspection was performed and found no physical damage. The part was returned with a reported complaint that does not affect functionality. No damage found. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was not articulating properly, and the instrument tip seems loose. The procedure was completed with no reported injury.